Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The completion of a clinical investigation is not required.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to unspecified reasons. The patient had contacted fresenius customer support and reported they had been hospitalized for an unspecified non-dialysis related condition. The patient¿s pd nurse reported that the patient was currently in a post-acute care rehabilitation setting, possibly for strength training. The admitting diagnosis was unknown. Several attempts to obtain additional information about the hospitalization have been unsuccessful.